Event description:
A doctor alleged that multiple patients had experienced failed root canals.

Manufacturer narrative:
Specific information with regards to the number of patient affected, patient information such as gender, age, and weight were not provided. It is reported that the doctor is retreating the patients. Multiple attempts were made to the doctor's office to obtain further information; however, the doctor has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.